Event description:
It was reported that an alert was observed on this implantable cardioverter defibrillator (ICD) system for a high out of range shock impedance measurement. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
This supplemental report is being filed based on additional information.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.